Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. The patient reported being sick and having the chills for about a year. The patient stated that sometimes the chills were at night down their leg, but they have had it for over a year. The patient adjusted it and the chills have gotten better. The patient could not regulate temperature. A 1.5 weeks ago the patient switched channels. They were up 6 times last night so it was not working right. The patient notified their manufacture representative (rep) last week and the rep told them that it was not working. There was an impedance on one of the wires, so the rep rerouted to the wire that was working good. The patient¿s healthcare professional (hcp) stated that the patient would need surgery as their battery was getting low. The patient states that they were told the battery would last 7-10 years since they are on low settings and it was reviewed with the patient that it depends on usage/settings. The patient would follow up with their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient had been trying to resolve urination frequency, temperature issues, chills, lack of sleep, and night urination since (B)(6) 2015 with their hcps. The patient reported the manufacturer representative (rep) told them that there was an impedance of c-2 wire which the patient stated was related to their symptoms. The rep programmed around the impedance. The device had not been working well to control frequent urination and the device had been adjusted several times. The device had been reprogrammed (B)(6) 2017. It was also reported the patient was to have an x-ray taken (B)(6) 2017 and a pelvic CT scan (B)(6) 2017 to investigate the reported issues. Patient called again on (B)(6) 2017 about the same issues as reported in the original call. Patient asked again about longevity and they reviewed how longevity testing works. Patient kept saying that they were getting 2 different longevity calculations and patient services reviewed if patient changed her settings this can account for the discrepancy. After going back and forth as in original call, patient services advised consulting with their hcp. A manufacturer's representative reported the patient had stated their device was not working so a nurse turned the device off, the patient's symptoms returned, and then device was turned back on by the hcp. Response from the hcp on (B)(6) 2017 indicated there was no device, therapy or procedure issue and per hcp x-ray and scans were normal and placed accurately. The device was turned off, patient still resulted with chills, so the hcp stated the chills were not from the device. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.